Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. In process of being returned.

Event description:
It was reported, during a hip procedure the g7 cup was inserted with straight inserter, tip of the inserter was fractured inside the patient which then caused a slight delay in the procedure. Surgeon tried to remove the fractured parts, however it couldn't be removed from the patient. It still remains inside the patient body. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: one g7 straight inserter was received and evaluated against the complaint. The threaded shaft was identified by the etch on the shaft. There are signs of wear in the form of cosmetic scratches on the shaft and nicks in the edge of the hex feature. The threaded end has a portion fractured off of the lead thread. The fractured piece was not returned with the device. No other damage noted. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via radiographs reviewed by health care professional. Visual examination of the provided pictures identified the threaded tip of the device has fractured. The device has several wear lines present. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.